Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl; cause was not known. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.